Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2017, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 17-aug-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving baclofen (2000 mcg/ml at 408.5 mcg/day) via intrathecal drug delivery pump for intractable spasticity and cerebral palsy. It was reported that the patient went in for an unrelated procedure (lumbar spinal decompression) and during the procedure they had accidentally severed the catheter. The hcp reported that the surgeon at the time removed what they could of the catheter however there might be a portion of the catheter that is in the subcutaneous space of the patient. The hcp called because they wanted to know what they should program the pump to at that time. It was reported that the patient was currently on oral baclofen and that the hcp planned on removing all the medication from the pump. It was reviewed that the pump should be filled with saline and run at minimum rate. The hcp stated that they will do that until they could schedule a catheter revision. Further assistance with programming the pump at minimum rate was requested and provided. No symptoms were reported. No further complications were reported.

Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2017, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
The hcp reported that the pump remains in, gablofen removed. Ns in pump at minimum rate, dripping in sub-cutaneous tissue. The doctor planned on catheter revision 6-8 weeks from the time of the report. The patient is on oral baclofen, doing ok. It was also reported that the patient¿s date of birth is (B)(6). There were no further complications reported/anticipated.